Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. To treat the low bg level, the customer consumed juice and glucose tablets. Review of the pump data logs verified that the customer performed bolus overrides. The clinical diabetes educator (cde) verified that the recommended bolus calculations by the pump were accurate.